Event description:
It was reported that during a shoulder arthroscopy, using the device in the shoulder a large amount of metal shavings were observed from the beginning of use. Then the tip stopped spinning. The shaver was removed, and on inspection the shaft was found to be sheared in two halfway up the inner shaft in a perfect circle. The metal shavings were removed "for the most part." Another shaver was used to complete the procedure. There was no pt injury.

Manufacturer narrative:
Final device investigation found that the device was returned with the inner subassembly broken in two and the distal half of the inner shaver still inside the outer shaft jammed and immobile. The proximal half of the inner subassembly showed a clean break and there were multiple scouring marks on its length. Upon eval, no bending was found in the subassemblies. There were multiple scouring marks on the remaining proximal half of the inner shaver. There was no evidence of lubrication on the subassembly. Functional testing could not be performed due to the condition of the returned device. One possible cause of this failure is that the device was not properly lubricated prior to being released. This can cause the inner subassembly to rub directly against the outer subassembly and heat up resulting in scouring marks and the effect of the subassemblies "fusing" together. No lot number was provided, so the device history record could not be reviewed for discrepancies.